Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had a cardioversion (unrelated to the device/therapy) the day prior to the call which zapped their stimulator and now they were getting a power on reset (por) icon. The patient reported they called their health care physician (hcp) to get the phone number for the new manufacturer representative (rep) in the area. The patient stated they had called the rep and the voicemail said to call patient and technical services. The patient stated they left the rep a message. The meaning of a por was reviewed with the patient: that the therapy had turned off and reset to shipping parameters. The patient had mentioned they were in the hospital (unrelated to the device/therapy) and wondered if someone in the hospital could help? It was recommended that the patient call their hcp so that the hcp could call the manufacturer company to page a rep. There were no symptoms and there were no further complications reported/anticipated. Additional information was received from the consumer on (B)(6) 2019. The patient reported that the steps taken to resolve the power on reset were that the local manufacturer representative (rep) met with them to reset. There were no further complications reported/anticipated.